Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The reported event cannot be confirmed. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report the patient's receiver displayed a transmitter failed error on (B)(6) 2015. It is reported patient inserted sensor in their arm. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.